Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The bolus wizard functioning properly per bolus wizard sample in the user guide. No unexpected battery out limit, off no power or auto off alarms was noted. The insulin pump was programmed with a test glucose meter; communicated properly with glucose meter and received value of 81 mg/dl. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump had cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratched display window, partially broken reservoir tube lip and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was over 600mg/dl. Troubleshoot was conducted. The customer is being sent out tubing clamp in order to conducted high pressure test, and complete troubleshoot. The customer was advised to call back when the clamp is received.